Event description:
Boston scientific received information that during a routine one month post-implant follow-up, the physician was unable to establish telemetry with this device. As a result, the product was immediately explanted. The unit will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon return to our post market quality assurance laboratory this device was thoroughly analyzed. Engineers confirmed the returned unit exhibited no telemetry operation. The device case was then removed; no internal anomalies were observed. An external power source was connected and telemetry established, at which time the device reverted to safety mode. Stored memory allowed testing engineers to observe an abnormally high current drain and a longer than expected connection time, displayed during a previous telemetry session. Additionally, electrogram marker dropouts were also observed during this same telemetry session. The device was then subjected to detailed analysis. Results of the additional testing confirmed root cause of the high current drain to compromised internal insulation wire.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.